Event description:
It was reported that slow flow occurred during the procedure. The target lesion was located in the calcified distal right coronary artery (rca). A 2.25mm rotalink¿ burr was being used in the bifurcation of the posterior lateral artery (pla) and posterior descending artery (pda) when a slow flow was noted in the pda. This was treated with medical therapy and the patient was stabilized. The procedure was then successfully completed with stents. There were no further patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).